Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mr. (B)(6). Had a mako hip replacement done by dr. (B)(6). On (B)(6) 2015. Mr. (B)(6). Had dislocated twice. Dr. (B)(6). Revised his hip. The hip was converted to a secur fit plus and mdm. Left hip

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: an event regarding hip dislocation involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 314 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding hip dislocation. There were six other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made and there was no response. Post-op x-ray was provided however due to missing session information, an assessment of planned vs actual cup placement could not be performed. Session files were not provided for evaluation.

Event description:
Mr. (B)(6) had a mako hip replacement done by dr. (B)(6) on (B)(6) 2015. Mr. (B)(6) had dislocated twice. Dr. (B)(6) revised his hip. The hip was converted to a secur fit plus and mdm. Left hip.